Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/04/2025. Data investigation was further reviewed. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident and that his no readings alert was enabled. Data investigation shows that the patient experienced a period of sensor error that started at 10:30 pm on (B)(6) 2025 and ended at 1:05 am on (B)(6) 2025, at which point the sensor failed due to a low count aberration. The last estimate glucose value the patient received prior to the onset of sensor error was a reading of 2.7 mmol/l at 10:25 pm. The app delivered no readings alerts at full volume every five minutes from 10:45 pm to 11:05 pm, and the alert was acknowledged at 11:09 pm. A calibration was also performed at 11:09 pm with a blood glucose meter value of 4.4 mmol/l. When the patient's sensor failed at 1:05 am, the app delivered a sensor failed alert at full volume; however, this alert was delivered through a bluetooth headset output. The app continued to deliver no readings alerts at full volume through the headset output every five minutes until the alert was finally acknowledged at 4:40 am. The allegation of a sensor failure was confirmed. The probable cause of the hypoglycemic event was determined to be use error as the patient's smart device was connected to a headset output at the time of the incident. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor failure after warm up. On (B)(6) 2025, the patient received an unknown sensor error message on their phone, and after this the sensor failed. The patient did not replace the sensor at the time. On (B)(6) 2025, the patient lost consciousness and experienced a seizure. The patient was unconscious between 1 to 3 hours. When the patient regained consciousness, the patient realized he forgot to replace the sensor after the sensor failed previously. He patient ended up experiencing a hypoglycemic event and drank a lucozade and 2 energy drinks. The patient was not using a blood glucose meter at the time of the event. There was no documentation of any additional medical intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration.